Event description:
A distributor in china reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided as part of an rt380 adult dual heated evaqua2 breathing circuit had a damaged expiratory tube during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(6). Section d4: complete device identification information was not provided by the healthcare facility as the item had been destroyed. Fisher and paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided as part of an rt380 adult dual heated evaqua2 breathing circuit had a damaged expiratory tube during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section d4: complete device indentification information was not provided by the healthcare facility as the item had been destroyed. Method: the subject mr290v vented autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit, was not returned to f&p healthcare for evaluation. Our investigation is based on the description of events, photos and video provided by the healthcare facility, as well as our knowledge of the product. Results: visual inspection of the provided video shows cracks in the expiratory tubing of the rt380 adult dual heated evaqua2 breathing circuit, confirming the reported issue. Conclusion: without the return of the subject device, we are unable to conclusively determine the root cause of the reported issue. All rt380 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.